Event description:
It was reported that the programmer stylus touches the screen about one centimeter away from where the stylus touches. Changing and calibrating the stylus and a hard reboot was attempted to resolve the issue, without success. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the bezel assembly was replaced and calibrated, and the stylus was replaced. It was also noted that the speaker assembly was out of electrical specification. Concomitant product: product ID 2290 pacing system analyzer. (B)(4).